Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 104 high watt alarms logged since (B)(6) 2016. Log files indicate an increase in power consumption starting on (B)(6) 2016 leading to parameters outside the normal operating range on (B)(6) 2016 confirming the reported event. The most likely root cause of the elevated pump parameters can be attributed to external factors such as thrombus formation. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have predisposed the patient to the urinary infection include the patient's unique anatomy, complex medical history, hydration status, diet and medication compliance, and other related comorbidities. Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). The suspected thrombus was likely precipitated by the reported sepsis. In addition, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
A report was received that the patient was admitted to the hospital on (B)(6) 2016 with elevated pump parameters, dark urine, and pain. Lab results revealed high levels of lactate dehydrogenase and c-reactive protein. The patient was subsequently treated with lysis therapy. After the initial diagnosis was made, the patient was transferred to the implant center. The patient was diagnosed with sepsis of the bladder caused by proteus mirabilis. Antibiotics were administered. The patient was discharged home in stable condition on (B)(6) 2017. The medical team believes the high power is likely due to thrombus formation and is not device-related. Of note, the patient was therapeutic on anticoagulation. Controller log files were sent. Preliminary log file analysis confirmed increase in power consumption starting on (B)(6) 2016, leading to parameters outside the normal operating range on (B)(6) 2016. No further information was provided.